Event description:
The patient stated that his insulin cartridge cracked and insulin leaked into his infusion device while he was priming. The patient was advised on how to dry the cartridge compartment. The patient stated that he does not have a backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.